Event description:
It was reported that the user believed a dinner was announced on the ilet pump, but the meal announcement did not appear in pump reports and blood glucose rose to 286 mg/dl. The user was advised not to re-announce given the elapsed time and to allow the correction algorithm to address the elevation, after which glucose trended down to 260 mg/dl and then 240 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to a missed meal announcement involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.